Manufacturer narrative:
(B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon removed a 13.2mm micl13.2 implantable collamer lens, -3.5 diopter, from the vial and noted, prior to loading, some sort of "mark/flaw" on the lens, possibly a puncture/tear. The lens was not used and there was no patient contact. The backup lens was implanted with no problem. The reporter stated they felt the lens was received that way.

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).